Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: expert a2fn nail (part # 04.009.253s, lot # 9465451, quantity 1).

Manufacturer narrative:
(B)(4). It is not known if revision surgery took place on (B)(6) 2017 as scheduled. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4) supplier: (B)(4) manufacturing date: 22.dec.2014 expiry date: 01.dec.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.003.029 / 9255297. Manufacturing location: (B)(4) manufacturing date:14.nov.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a week after implant, it was confirmed through x-rays that the two hip screws were out of bounds and did not go through the screw hole. It could not be determined when the hip screws had been out of bounds. The surgery for screw replacement is scheduled on (B)(6) 2017. It is not known if this procedure took place as scheduled. This report is for one (1) 6.5mm recon screw this is report 2 of 2 for (B)(4).